Event description:
When placing a stent in the iliac artery (side unknown), the balloon of the stent delivery system (sds) leaked saline when it was inflated with an indeflator. The patient was a male. The vessel had moderate calcification, moderate tortuosity and 80% stenosis. The product was properly inspected and prepped prior to use. There is no information as where the physician made access to the patient. There was no difficulty advancing the sds to the lesion, over the guidewire. The sds crossed the lesion with no difficulty. Upon inflation, it was noted that saline solution was seen leaking from the balloon. Since the balloon could not be inflated, the physician removed the sds from the patient and another sds was used to successfully complete the procedure. There was no reported injury to the patient.

Manufacturer narrative:
While placing a stent in the iliac artery, the balloon of the stent delivery system (sds) leaked saline when it was inflated with an indeflator. The vessel was described as having moderate calcification, moderate tortuosity and an 80% stenosis. The product was properly inspected and prepped prior to use. There was no difficulty advancing the sds over the guidewire and across the lesion. Upon inflation, it was noted that saline solution was seen leaking from the balloon and the balloon could not be inflated. The physician removed the sds from the patient and another sds was used to successfully complete the procedure. There was no reported injury to the patient. The product was not returned for evaluation and testing. A device history review was performed and showed that this lot of product met all requirements per the applicable manufacturing quality plan (mqp). This review was extended to subassembly parts and confirmed that subassemblies met all requirements per the applicable mqp as well, including the burst test values. Conclusion: with the limited amount of information available and without the return of the product or films of the procedure, it is not possible to determine the relationship between the device and the event. However, vessel characateristics may have had an impact. Re-assessment of this complaint was completed for similar device reporting under medical device reporting regulations considering a definition for similar device. Consequently, a change was required to MDR reportability for this complaint, as it was re-determined that this device, although distributed outside of the united states, is similar to the united states palmaz endovascular stent delivery systems and the reported event meets reportability criteria for a malfunction type of reportable event.